Event description:
Customer reported generation of false high ise(ion selective electrode) sodium (na), potassium (k), and chloride (cl) patient results with negative anion gap involving the dxc 700 au chemistry analyzer. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found ise (ion selective electrode) drain clogged, wash waste manifold loose, and ise electrodes requiring replacement. The primary failure mode for this event was identified as faulty electrodes. The fse replaced the sodium, potassium, and chloride electrodes, cleared ise drain, tightened wash manifold cap which resolved the issue. No further issue was noted. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case (B)(4) .